Event description:
It was reported that following a procedure a patient experienced renal malfunction and hemolysis. Following a procedure where farawave catheter was selected for use, the patient underwent pulsed field ablation (pfa) in which the left atrium and pulmonary veins were mapped, and a total of 34 ablation applications were delivered. Pulmonary vein isolation was successfully completed without device malfunctions or procedural complications. On postoperative day 1, the patient developed laboratory findings consistent with hemolytic acute kidney injury: elevated serum creatinine (2.29 mg/dl), decreased hemoglobin, elevated ldh, decreased haptoglobin, mild indirect hyperbilirubinemia, and strongly positive hemoglobinuria. Creatinine further increased to 2.76 mg/dl by postoperative day 3, and the patient received approximately 2 l/day of intravenous fluids. By postoperative day 6, renal function had improved, and the patient was discharged. Two weeks later, outpatient evaluation confirmed full return to baseline renal function. The patient has a medical history of waldenstrom macroglobulinemia (wm). The physician proposed possible causes of hemolysis: electrical stress from pfa, hyperviscosity syndrome or reduced red blood cell deformability associated with wm, or effects of bruton tyrosine kinase inhibitors. No extended hospitalization was required.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that following a procedure a patient experienced renal malfunction and hemolysis. Following a procedure where farawave catheter was selected for use, the patient underwent pulsed field ablation (pfa) in which the left atrium and pulmonary veins were mapped, and a total of 34 ablation applications were delivered. Pulmonary vein isolation was successfully completed without device malfunctions or procedural complications. On postoperative day 1, the patient developed laboratory findings consistent with hemolytic acute kidney injury: elevated serum creatinine (2.29 mg/dl), decreased hemoglobin, elevated ldh, decreased haptoglobin, mild indirect hyperbilirubinemia, and strongly positive hemoglobinuria. Creatinine further increased to 2.76 mg/dl by postoperative day 3, and the patient received approximately 2 l/day of intravenous fluids. By postoperative day 6, renal function had improved, and the patient was discharged. Two weeks later, outpatient evaluation confirmed full return to baseline renal function. The patient has a medical history of waldenstrom macroglobulinemia (wm). The physician proposed possible causes of hemolysis: electrical stress from pfa, hyperviscosity syndrome or reduced red blood cell deformability associated with wm, or effects of bruton tyrosine kinase inhibitors. No extended hospitalization was required.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of hemolysis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the hemolysis and renal issues were listed as potential complications in the device's instructions.